Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Post procedural complications are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient pulled out the pej completely for an unknown reason. It was planned to replace the pej tube on (B)(6) 2018. On (B)(6) 2018, the patient died. The cause of death was unknown. The patient had not received duodopa since (B)(6) 2018 and the pej was not replaced.